Event description:
Discordant low ca 19-9 (gi-ma) results were obtained with three (3) samples from one (1) patient on an immulite 2000xpi analyzer. The samples were run neat and diluted. The results from the undiluted samples were discordantly low compared to the results from the diluted samples. There was no known report of patient care being altered or prescribed due to the discordant ca 19-9 results. There was no known report of adverse health consequences due to the discordant ca 19-9 results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) about this event. The instrument data were evaluated by a siemens product support specialist. After evaluating the instrument data, the product support specialist concluded that the cause of the discordant neat versus diluted ca 19-9 results is unknown. No conclusions can be drawn as to what caused the discordant ca 19-9 results. The instrument is performing according to specifications. No further evaluation of the system is required.